Event description:
The distributor reported that there was no power to the pump and no sound upon battery insertion. There was a spring attached to the battery cap. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump. There was evidence of corrosion inside the battery compartment, and moisture damage on the pcb. A battery compartment leak was also observed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.